Event description:
Country of complaint: (B)(6). The needle detaches from the thread immediately when taking the needle out of the pouch.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open racepack. There are no previous complaints of this code batch. There are no units in OEM stock. We have received 1 open sample with the needle detached from the thread. Thread was still wound on the pack. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is justified for isolated detached needles, but the conclusion is not corresponding (not justified), according to the in process control results when this batch was manufactured. Action on product: not applicable. Corrective/preventive actions: not applicable.